Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a ventral hernia repair procedure. Three absorbable tacking devices were used and one piece of mesh was implanted. All the tacks pasted the mesh and through the mesh and the peritoneum and the rectus muscle sheath normally. The surgeon placed counter pressure from outside the patient's abdomen. After a while, all of the fired tacks fell off of the patient's peritoneum without getting out of the mesh. To resolve the issue, he/she placed sutures to fixate the mesh in place. The tacks were still attached to the mesh. The surgical time was extended by forty five minutes total in order to suture the mesh into place.